Event description:
An emt and paramedic responded to a person condition unknown. The device was connected to the pt with disposable defbrillation/ECG electrodes. According to the reporter, the pt's ECG was displayed as dashed lines on the monitor screen. The reporter stated that connections were checked, the charge button pressed and the device charged. The analyze button was pressed, the charge dumped, then the pt's ECG was displayed. The pt's rhythm was determined to be non-shockable and was transported to the hosp. No adveres affects to the pt were reported as a result of the alleged malfunction.